Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was fluid under the insulin pump¿s display. There was a crack on the display and battery compartment. The customer stated the insulin pump was accidently kicked into the pool. The customer¿s blood glucose level was 173 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, however moisture damage found on the lcd board. No frozen screen noted. Pump had cracked case at display window corners, broken battery tube threads, cracked belt clip slot, minor scratched and cracked display window.